Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument testing well image in question which appeared as visually weak positive. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2018.